Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutter output did not increase during surgery. The procedure type was unknown. The surgery was completed on same day by replacing the product with another one. There was no patient contact.